Event description:
During attempted lead implant, the measured sensing values were low despite several repositioning attempts. After repositioning of the lead several times, the helix would no longer extend. The lead was removed, and another lead was used to complete the procedure without further complication and at no consequence to the patient.

Manufacturer narrative:
As received, a complete lead was returned in one piece for analysis. Visual inspection revealed the helix to be extended and clogged with blood, but no other anomalies were noted. After cleaning, the helix could be retracted and extended. An x-ray inspection revealed no anomalies. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies with the exception of damage consistent with that occurring at the time of the procedure. Based on the device analysis and the information received, the cause of the reported incident could not be conclusively determined.